Event description:
It was reported during a therapeutic endoscopic ligation procedure, the physician performed endoscopic ligation on a pedunculated polyp. The polyp stalk was successfully snared with the single use ligation device, but the instrument malfunctioned and the ligation ring could not properly disengage and release. To continue treatment, the physician had to forcibly sever and remove the polyp stalk intraoperatively, which resulted in a relatively large amount of postoperative would bleeding. They physician promptly used clips to close the wound and then sprayed thrombin. After confirming no active bleeding at the wound, the scope was withdrawn. There were no further reports of patient harm.

Manufacturer narrative:
E1/initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.